Event description:
The customer reported that the mee-2000a is disconnecting during exam. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the mee-2000a is disconnecting during exam. Technical support (ts) remoted in and verified the main unit settings and they seemed to be correct. The customer will send in the unit to be exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 06/17/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; they have not kept track of the patients having the procedure as there was no detriment to patient care. Concomitant medical products: the following device was used in conjunction with the mee-2000a: model #: dc-200ba. Serial #: (B)(4). Device manufacturer data: (B)(4). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: (B)(4).

Manufacturer narrative:
Details of complaint: the customer reported that the mee-2000a system was disconnecting during an examination. The device was not in patient use. Investigation summary: the reported device was sent in for an exchange and evaluation. During the evaluation of the returned device, nihon kohden repair center (nk rc) could not duplicate the reported issue of the device shutting down with multiple protocols. As such, a root cause could not be determined. A similar issue was reported in ticket 144023, on a different serial number, where the issue was resolved by turning off the option to store raw wave. The option was causing the unit to overload as it was storing each wave. As such, the cause of that issue was due to incorrect settings. A serial number review of the reported device does not reveal additional related complaints. The root cause is likely related to use error and settings. The following fields contain no information (ni), as an attempt to obtain the information was made, but not provided: attempt # 1: 06/17/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; they have not kept track of the patients having the procedure as there was no detriment to patient care.

Event description:
The customer reported that the mee-2000a system was disconnecting during an examination. No patient harm was reported.

Event description:
The customer reported that the mee-2000a system was disconnecting during an examination. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from mee-2000a to neuromaster g1. D4 additional device information / model #: corrected the model # from mee-2000a to dc-200b. D4 additional device information / catalog #: corrected the catalog # from mee-2000a to dc-200ba. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.